Event description:
Initial result for a pt calcium was 1.7 mg/dl. When repeated, the result was 9.3 mg/dl. The incorrect result was not reported. The field service rep. Found the rinse mechanism was not dispensing the correct volume and repaired the instrument by repaining the rinse mechanism.